Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the flow rate decreased and temperature could not return to the setting value on arctic sun device during use for a patient. The device was switched to the second one. Also the device was under investigation at imi on may 24. The therapy has been completed with the substitute without problem.

Manufacturer narrative:
The reported issue was unconfirmed. No root cause could be determined as the reported issue could not be duplicated. The device was evaluated and the reported issue could not be duplicated. The circulation pump had was replaced as a precautionary measure. The device underwent calibration and a functional check and passed all applicable testing. The device was returned for evaluation. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. DHR review not required the reported event is unconfirmed the label review and risk review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the flow rate decreased and temperature could not return to the setting value on arctic sun device during use for a patient. The device was switched to the second one. Also the device was under investigation at imi on may 24. The therapy has been completed with the substitute without problem.